Manufacturer narrative:
Evaluated one opened/used enlite sensor; found sensor and bent cannula inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. No analysis required for expired sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had a sensor which did not contain an electrode. Blood glucose level at the time of the incident was not provided. The caller was advised that the sensors would be replaced and agreed to return the products for analysis.